Event description:
It was reported that following a stenting treatment procedure, the implanted stent collapsed. In (B)(6) 2005, three stents were implanted, a 2.5x12mm taxus express 2, 3.0x32mm taxus express 2 and a 3.5x32mm taxus express 2. Two weeks following the initial procedure the patient collapsed and was taken to the hospital via ambulance. Patient was later transferred to another hospital and underwent surgery. The surgeon noted that two of the three implanted taxus express 2 stents were collapsed. Two additional stents were implanted. No additional patient complications were reported.

Manufacturer narrative:
Patient current age: (B)(6). Event date" (B)(6) 2005. It is unknown which two of the three implanted devices were collapsed. The upn and batch information of the three devices are as follows: h7493897012250 - taxus exp2 - 8.8pct (mrus) - 2.50x12mm - 38970-1225 lot: 7112263. H7493897032300 - taxus exp2 - 8.8pct (mrus) - 3.00x32mm - 38970-3230 lot: 7007554. H7493897032350 - taxus exp2 - 8.8pct (mrus) - 3.50x32mm - 38970-3235 lot: 7073281. Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).